Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3586, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient experienced sudden occasional shocking in the implantable neurostimulator (ins) pocket but it turned off in (B)(6) 2017. It was also reported that some impedances were greater than 4000 ohms. The implantable neurostimulator (ins) was replaced on the day of the report. During the ins replacement, the programming was set up at 2x4 but the 4-7 port was plugged. When the rep was attempting to take impedances before the replacement, he could only get through half of the lead before the patient was uncomfortable which was most likely due to programming on the plugged side of the lead. After the replacement, the rep reported that contact 0 electrode had impedances greater than 10,000 ohms. He increased the default to 1.5v and the impedance was in the 7200 range, so the rep ended up programming around electrode 0 and the lead connected to the ins correctly. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was received for analysis. It was noted that the device was at end of life (eol). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(4) 2018. The patient¿s weight at the time of the event was unknown. The cause was unknown and the device would not be returned for analysis because the customer discarded it. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4) found insignificant anomalies and that the ins was functionally okay. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.